Manufacturer narrative:
This complaint addresses a cartridge leakage at the luer lock connection between the cartridge and the tubing. Although, the cartridge is from a lot number that was part of a recall, there is no indication that this particular leak complaint is related to the recall. There is no adverse event associated with this complaint. The pt said that she no longer had the cartridge or tubing available for investigation as this alleged issue occurred about (B)(6) ago. Investigation of a retained sample will be conducted, and evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported insulin leakage from the cartridge where the filling needle attached to the top of the cartridge. She stated that she noticed the issue when she was filling the cartridge from the vial of insulin. The pt reported that a bubble appeared to leak out around the connection between the needle and the top of the cartridge.